Event description:
It was reported that there was no fluoro with the 9800 system. There was no report of pt injury.

Manufacturer narrative:
A ge svc repair performed an on site investigation. The malfunction was verified. It was also noted that the system is hard to steer. Replaced the snubber assembly pcb, left monitor and repaired the front caster and caster plate assembly. The system was tested and found to be working as intended and placed back into service.